Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a loss of stimulation; some areas of the low back were not covered by the neurostimulation. There was a reprogramming done (B)(6) 2010. It was reported that reprogramming was done multiple times, without improvement in stimulation paresthesia coverage of low back. Patient was scheduled for trial of peripheral lumbar stimulation implantation. Leads and boots were explanted (B)(6) 2010 and returned.